Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified amount of 3000ml exacta mix eva tpn bags were leaking. It was not specified when in the process this event occurred. There was no report of patient injury or medical intervention associated with this event. No additional information provided.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.